Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) patient cable was loose at the rubber end around the black and white connector. Additionally, the bottom of the mpu housing was damaged, a rubber foot was missing, and the mpu battery ribbon was worn out.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rubber casing on the patient cable being loose around the black and white lemo connectors, the bottom housing being damaged, a rubber foot missing, and the battery ribbon being worn out was confirmed. The returned mobile power unit (mpu), serial number (B)(6) , was evaluated at the european distribution center (edc) and reported event was confirmed via visual inspection of the returned unit. The mpu was functionally tested and found to function as intended during analysis. The damaged patient cable, bottom housing, missing rubber foot, and battery ribbon were replaced. A full functional checkout was performed and the unit passed all tests. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate 3 patient handbook (rev. G) and section 10 and heartmate 3 instructions for use (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.